Event description:
Pt went through normal course of post-op and had cast removed 5-6 week post op with no incident and went into normal day-to-day activities. In june, pt presented with redness and an apparent shift in the joint w/no pain. Pt was splinted with no change in symptoms. Dr diagnosed mp joint problem and pinned (k-wire) the mp joint. Still no change in appearance of the joint. In 2005, pt presented with 2 inches of diameter redness and swelling with cystic appearance over the cmc joint. Pt was admitted to surgery. Upon removal of the implant, dr observed a "rejection phenomena" and what he called particulate synovitis. A 1" mass of synovium and tendon were removed and the joint cleaned up. Deterioration of the joint was observed and the pt received a tendon interposition arthroplasty. All explanted material and tissue has been retained for pathology and will be made available to the manufacturer if necessary. On a separate date, dr spoke with artimplant and indicated further that, upon the original surgical date, multiple cysts were observed in the pt's joint after excision of the surface of the trapezium. Dr. Utilized a 'bone putty' to fill in the cysts prior to implanting the artelon device.